Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of break in aseptic technique and peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred, described as the patient made a mistake, did not wear a mask and did not clean the area prior to starting the pd therapy. On (B)(6) 2011, the patient experienced peritonitis, which did not require hospitalization. The cause of the peritonitis was the break in aseptic technique. On (B)(6) 2011, the patient began remedial treatment with vancomycin (1gm, every 5th day, intravenously) and tazact (4.5gm, twice daily, intravenously). At the time of this report, the event of peritonitis was resolving. It was not reported if the patient was retrained in aseptic technique; therefore, the outcome for the event of break in aseptic technique was unknown. Dianeal therapy was ongoing, as was remedial treatment with vancomycin and tazact. Concomitant medications were not reported. The consumer stated that the event of peritonitis was not related to the dianeal solution. A causality statement was not provided for the event of break in aseptic technique.